Event description:
Event description cpi received information that these two myocardial leads (0030's) were fractured. An invasive procedure was preformed to removed the patient's entire lead system, and replaced it with a transvenous defibrillation lead (0125).